Event description:
It was reported that the patient underwent a revision procedure due to pump tubing twisted and the device was not working properly with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the tube was adjusted. The patient got well following the procedure.